Event description:
It was reported that the device reached elective replacement indicator and that premature battery depletion was suspected. It was further noted that the early battery depletion was possibly related to high left ventricular lead thresholds that were physiologically necessary and the required output. It was reported that the physician was unhappy that the device only lasted three years and six months. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.